Event description:
After implantation in 2/89, symptoms started in 7/89: severe headache in temporal lobe area (lasted 3 yrs, never subsiding). Accompanied by chronic fatigue, joint and muscle pain (1993), stiffness (legs, arms, feet and hands), numbness of fingers and toes, memory loss, and abnormal menstrual cycle.